Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the pacemaker device has been stuck at less than six months of remaining battery for over a year. Boston scientific technical services (ts) discussed likely operating above and below a given current bin. Ts then advised can do a full save to disk for engineering interpretation and possible remaining longevity. Further, the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker device has been stuck at less than six months of remaining battery for over a year. Boston scientific technical services (ts) discussed likely operating above and below a given current bin. Ts then advised can do a full save to disk for engineering interpretation and possible remaining longevity. Further, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the pacemaker device has been stuck at less than six months of remaining battery for over a year. Boston scientific technical services (ts) discussed likely operating above and below a given current bin. Ts then advised can do a full save to disk for engineering interpretation and possible remaining longevity. Further, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at less than six months. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared less than six months earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.